Event description:
It was reported to boston scientific corporation that during a vault prolapse procedure using an uphold vaginal support system, as a mesh leg assembly was being placed into the sacrospinous ligament, the needle detached from the suture. Reportedly, it is unknown whether the detached needle was captured inside the capio device or whether it was lost inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine post-procedure.

Manufacturer narrative:
Although the patient's exact age was not provided, the patient is reportedly over 18 years old.